Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system half height drawer was failed and not recover. The customer mentioned that when selected the cubie for recovery; the system froze or opened the drawer without progressing further, the station then prompted to return the cubie to the pharmacy. The customer tried to recover and reboot but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 was not detected on bus. A field service engineer reseated row board connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.